Event description:
A 62-year-old female presented with acute myocardial infarction (ami) complicated by cardiogenic shock and was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage a shock. The patient was a st-segment elevation myocardial infarction (stemi) patient and received tissue plasminogen activator (tpa), clopidogrel (plavix), and ticagrelor (brilinta). An impella cp inserted via the right femoral artery. After arrival in the intensive care unit, a foley catheter was placed, bloody urine was observed. The site reported that, given the patient's exposure to thrombolytic, antiplatelet, and anticoagulation therapies, it was unclear whether the reported hematuria was related to impella support. At the time of reporting, the patient remained on impella cp support.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information.

Event description:
There was no additional treatment provided except to let her act drift slowly down. By the next morning it had resolved. No additional labs were drawn. The pump was discarded.